Event description:
It was reported that during a right internal and common carotid stenting procedure (2 stents placed), the patient showed signs of left sided neglect of her upper and lower extremities. The patient also complained of right mandible pain that was temporary. Post procedure CT scan of the brain showed a small area of infarction. The patient showed signs of improvement at time of discharge. There is no additional information available. Study report.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.